Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4, d5, e1, g3, g6, h1, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of prior use and wear and tear. The sizer handle has some gouges and scuff marks on the handle of the device. The prongs at the distal end of the sizer handle are also bent. The plunger inside the sizer handle shaft has fractured and not all of the pieces were returned. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. This device has a possible field age of 4+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. A definitive root cause cannot be determined. The reported event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the glenoid handle metal plunger fractured. No further information is known.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.